Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 275 and then 495 mg/dl. The customer was at doctors office. The customer was advised to change entire set, reservoir and insulin and treat per healthcare professional's instructions. The insulin pump was not returned for analysis.